Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit detect the cause of equipment failure, determine the safety disk failure, order accessories. Replaced the safety disk, the equipment passed all factory-specified performance and safety index tests. Can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cs300 intra-aortic balloon pump (iabp) had alarmed iab loop leakage and the iabp was replaced it with other unit. There was no harm or injury reported.